Manufacturer narrative:
(B)(4). The reported complaint of "pump shutting off" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the service report, the field service engineer checked the pump and could not replicate the problem. The pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " bio-med received a call of pump shutting off, (believe lost power) been running in bio-med without problems but would like pump checked out." Additional information states "checked voltages and battery-checked power switch and reset connections on switch. Tapped around switch (newest style switch) shake tested, could not even get screen to flicker. Preformed functional checks pass all. Pump had been left turned on in bio-med and no problem seen." The pump was replaced with another pump to continue therapy. Patient's current condition is unknown. No patient harm or injury reported.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported " bio-med received a call of pump shutting off, (believe lost power) been running in bio-med without problems but would like pump checked out." Additional information states "checked voltages and battery-checked power switch and reset connections on switch. Tapped around switch (newest style switch) shake tested, could not even get screen to flicker. Preformed functional checks pass all. Pump had been left turned on in bio-med and and no problem seen." The pump was replaced with another pump to continue therapy. Patient's current condition is unknown. No patient harm or injury reported.